Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, thirty seconds into the ablation a fluid loss alarm occurred. Fluid was noted to be leaking at the cervical seal. The procedure was aborted and the system went into the cooling phase. At procedure closure the physician noted a superficial burn on the cervix and treated it with 1% silvadene cream. The patient was reported to be fine. An additional attempt has been made to obtain follow up event details with no response from the clinician.